Event description:
Procedure type: tep totally extra peritoneal. According to the reporter: the balloon was already torn when he tried to use it for tep. A hole was noticed on the balloon while inflating during the procedure. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported.